Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. An explant analysis is currently in process.

Event description:
On (B)(6) 2015, a patient was implanted with a gore® propaten® vascular graft in the right upper arm in the form of loop for arteriovenous access. It was stated that the graft was implanted after an infected aneurysm was removed. After the procedure, the right upper limb was swollen except for the anastomosis site. On an unknown date, a seroma was observed around the graft. On (B)(6) 2016, the graft was explanted where the seroma was observed and replaced with another vascular graft. The explanted graft has been returned to gore for evaluation.

Manufacturer narrative:
The explant analysis stated that the device was returned to w. L. Gore & associates for investigation. Submitted in formalin were two gore propaten vascular graft fragments (vgf-1 and vgf-2). Both fragments were widely patent with the lumens generally devoid of tissue containing plaques of dried blood. Vgf-1 was 3.8cm x 6mm and gently curved and vgf-2 was 1cm x 6mm. The tissue overlying the inner and outer curvature of both fragments consists of small deposits of friable pale tan white loosely adherent tissue. Histopathological examination of two cross sections (a and b) from vgf-2 were performed. Vgf-1 was subjected to graded alcohol dehydration and critical point drying followed by gross scanning electron microscopy and x-ray microanalysis. The graft was widely patent. With light and scanning electron microscopy there was an accumulation of amorphous acellular proteinaceous coagulum on the abluminal surface consistent with the clinical diagnosis of seroma. Small plaques of collagen were also present on the abluminal surface which is consistent with the expected healing response. Proteinaceous material filled the graft interstices. There was no evidence of inflammation, infection, or other biomaterials in the sections examined. The device was then subjected to an acid digestion process to remove biologic debris. Following digestion all devices were examined for material disruptions with the aid of a stereomicroscope and scanning electron microscope. Disruptions identified were not associated with handling or manufacturing process at wl gore and associates. The disruptions are consistent with instruments used as part of a surgical procedure; most notable is disruption of the outer wrap film.